Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that after the vitreoretinal surgery, patient experienced poor/blurry vision, central vision loss and developing cataract. Post cataract removal, central vision loss confirmed and implication on optic nerve. Patient can saw 20/400 with central vision loss. Investigation re further complications was ongoing. Silikon oil was supplied by hospital. Post surgery, patient had retinal atrophy.

Manufacturer narrative:
No sample received. Review of the complaint history shows no other similar complaint reported. Review of the mbr record of the lot number provided indicated that product was processed and released according to the product's acceptance criteria. A sample was not received for evaluation; therefore, the condition of the product could not be evaluated and the root cause complaint condition could not be determined. Solution quality issue ¿ highly unlikely, as chemistry and microbiology data is reviewed and verified to meet regulatory requirements prior to release. Consumer mishandling - no conclusion can be made regarding the contribution of consumer mishandling as this factor is outside the control of the manufacturing facility. Event outside of manufacturer control (product storage, use, and surgical practice); this could not be confirmed. A comprehensive review was performed including a review of the processes, complaint histories, batch record review, finished product testing results. The review shows that the manufacturing processes were in a state of control. Based on the acceptable mbr review and finished product test results, this lot continues to be acceptable. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information is provided in sections a.1., a.2., a3.a., a.4., b.5., d.4 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided by reporter that patient's left eye blindness due to the oil toxicity. Current state of vision of patient was blind.